Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No button error alarm noted during testing. No numbers ramping on their own or scrolling bar moving anomaly noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the numbers on the insulin pump were scrolling. Customer's blood glucose level at the time 9.3mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.